Manufacturer narrative:
Follow-up #1: date of submission 09/22/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/31/2015 with the following findings: a review of the black box indicated data starting on 09/05/2015. Due to continued pump use, the data from the time of the alleged incident was unavailable for review. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence and the pump appropriately displayed the message to disconnect the infusion set from the body on the rewind screen and on the prime screen. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the original complaint, investigation revealed that the force sensor calibration was out of specification and the display was discolored.

Event description:
On (B)(6) 2010 the patient contacted animas to report she had received an inadvertent infusion of insulin after she primed the pump while it was still attached to her body. The patient noted that on the morning of (B)(6) 2010 she obtained an alarm of no prime on the pump. The patient primed the pump and filled the cannula while still attached to the pump, and received an additional 2.2 units insulin. Afterwards, the patient experienced the symptoms of shaking and weakness. The patient administered self-treatment with food and glucose tablets; her subsequent blood glucose reading was 198 mg/dl. The patient did not seek any medical attention. The patient's technique was incorrect by priming the pump while still attached. However, as the patient allegedly suffered symptoms suggesting severe hypoglycemia after receiving an inadvertent infusion of insulin, and received treatment with food and glucose, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.